Event description:
A malfunction alarm was reported by the customer, identified as malf 0 with a fault ID of 0-0x277d. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and no recurrence of the malfunction code has been reported. The customer was advised to continue using the pump and to call back if the issue occurs again, which the customer acknowledged and understood.